Event description:
The advocate stated the customer received a blood glucose reading around 500 mg/dl from her contour and a reading of 139 mg/dl from another meter. The difference between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event were alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.